Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had reset alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump case had scratches. The insulin pump will not be returned for analysis.